Event description:
It was reported that the detector radiused-in towards the patient. Collision detection was triggered and ceased all motions. However, the patient expressed discomfort and was admitted into the hospital for an examination and observation.